Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the image was not showing on screen during an esophagogastroduodenoscopy (egd) diagnostic procedure involving an olympus gastrointestinal videoscope. There was a brief procedural delay while the patient was under sedation. The intended procedure was completed with an olympus backup device. There was no patient injury reported.